Event description:
It was reported to philips that the system gave an alert indicating only low load fluoroscopy was possible, preventing cine. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Hilips has investigated this complaint. According to the additional information collected a vascular procedure was performed when the issue happened. The procedure was completed after restarting the system and delayed by 20 minutes. A field service engineer attended the site and confirmed the reported problem. After reviewing the log, the reported malfunction is confirmed. Upon troubleshooting, the flex vision monitor showed a low load fluor message, but no rotor error was found. Fse found low oil in the cooling unit, hindering proper oil flow. To resolve the problem, the engineer obtained oil from a nearby system and nearly maximized the level. After oil was replaced, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the information obtained, the procedure remained unaffected, allowing the customer to successfully completed on same by restarting the system. The procedure was finalized with a little delay on the same system; is not likely to cause or contribute to death or serious injury should it recur. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.